Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were issues with recharging the implantable neurostimulator (ins) using the wireless recharger, specifically losing connection between the ins and the recharger when charging at 50%. Charging was fine at 75%. Additionally, high impedance was noted on contacts 10 and 8. An x-ray was conducted to assess the placement of the ipg. The patient was provided with a new patient programmer to monitor charging. Troubleshooting included impedance measurement and testing the recharger, which showed excellent connection. The patient was advised to monitor the situation with the new programmer, and contact point 8 was no longer used due to high impedance. No surgical intervention occurred, and the patient remained alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cause was not yet determined. A different contact was programmed. The issue was resolved. The patient had another incident. It was reported that they were just sitting behind their pc and was charging. The patient put the phone next to them with the screen on that it is charging. At one point the orange light started flashing and the device said that the connection was broken. Then the patient pressed the button again to switch off the charger and then pressed it again to let the charger make contact again. Then everything worked fine again. But they had already received the code as soon as it lost contact.